Manufacturer narrative:
Establishment name: (B)(6) hospital. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the root cause of the suggested event could not be specified. It is presumed that the event occurred due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (integrated circuit (ic) chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The event can be [detected/prevented] by following the instructions for use which state: confirm that the white light (wli) and narrow band imaging (nbi) endoscopic images are normal. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had no image, unresolvable error. There was no report of patient harm or user injury associated with this event.